Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was left capped due to suspected lead conductor fracture. The lead exhibited high out of range pacing impedance measurements and loss of capture in all of the pacing vectors. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.